Manufacturer narrative:
(B)(4).

Event description:
It was reported "after implantation of the balloon , 2024, during an emergency pci performed by a physician, the balloon was found to be ruptured. After replacing the balloon with a new one, blood leakage from the helium channel was noted on the evening of april 10, 2024, and after removing the balloon, the central lumen of the balloon was found to be broken". The device was removed and replaced. No delay to therapy. No patient complications or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the peel away sheath was noted on the returned sample. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the iabc helium pathway. No visual damage or abnormalities were noted to the returned sample. The photo submitted by the customer was reviewed. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0063in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested and a leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 2.3cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "there was blood inside the balloon" is confirmed. During the investigation, a puncture consistent with contact from a sharp object, was found on the iabc bladder which caused the reported complaint and can cause blood to enter the helium pathway. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is undetermined. The most probable potential cause of how the catheter came into contact with a sharp object is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after implantation of the balloon on (B)(6) 2024, during an emergency pci performed by a physician, the balloon was found to be ruptured. After replacing the balloon with a new one, blood leakage from the helium channel was noted on the evening of (B)(6) 2024, and after removing the balloon, the central lumen of the balloon was found to be broken". The device was removed and replaced. No delay to therapy. No patient complications or injury. The patient's current condition is reported as "fine".